Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint that the nurse is unable to flush the j loop and/or draw blood from it could not be replicated. A device history record review for model 22003e - 07 lot number 21069752 was performed. The search showed that a total of 17603 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 pressure rated ext sets bonded ss 8.5 had flow issues and were blocked/occluded while flushing the j-loop and drawing blood. The following information was provided by the initial reporter: "this is a large pain point in the ed. Many of the staff, including myself, are unable to flush the j loop and/or draw blood from it. This becomes an issue when you already have an IV in a patient and then the equipment does not work. Many staff have stated that at times they have had to go through 3-4 of them to get one that works."